Event description:
A customer observed falsely elevated k+ results from qc fluids tested on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation revealed that the customer was not following reagent handling instructions as listed in the instructions for use. Calibration with k+ slide handled according to instructions resulted in acceptable performance. Root cause of the event was user error in failing to follow ocd recommended protocol.